Manufacturer narrative:
Product event summary: analysis found a liquid leak into the device which caused main board and lead connection flex damage. The price quotation for repair was rejected by the customer, so the device was returned back to the customer un-repaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The device was returned to the manufacturer, analyzed, and was found to have internal damage. There was no patient involvement.